Event description:
It was reported that the device failed to recognize the therapy cable connection. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause of failure to be a lost connection between the therapy connector and therapy pcb; the low voltage wires had come out of the wire harness on the therapy board. Physio reseated the therapy connector to the therapy pcb connection and observed proper device operation through functional and performance testing. The device was returned to the customer for use.